Event description:
It was reported that the patient presented to the hospital for system implant. The lead was connected to the device and the set screw was engaged. During the tug test, the lead pin separated from the lead and remained in the header. Device and/or lead issue were suspected. Device was not implanted. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a connector anomaly was not reproduced in the laboratory. Upon receipt, the atrial septum was damaged and the setscrew was missing. The device was tested on the bench and test leads were inserted and all setscrews were properly tightened.